Event description:
The pt reportedly developed a purulent infection at the implant site. The pt was treated with antibiotics (type unk) for two months; however the treatment was not successful. The internal device was extruding through the skin. The pt's device was explanted. The pt will be reimplanted at a later date.